Event description:
Upon powering up a module to begin an infusion on a patient, the module continually beeped "channel malfunction." The channel malfunction warning indicator was on prior to connecting to the patient. A patient was not involved with this IV pump malfunction. Biomed assessment: the channel error alarm was caused by a defective upper pressure sensor. The sensor was replaced with a new one at no charge. After repair, the unit passed the manufacturer's test procedure and was returned to use.